Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. In addition, the rate/sense portion of the right ventricular lead measured high impedances. The physician capped the pacing portion of this lead and inserted a new rate/sense lead. The shocking portion of the capped lead is still in service.